Manufacturer narrative:
(B)(4). Field service replaced the exhalation block, then performed user verification tests and operational verification procedures (ovp). After the repair, the unit was working according to MFR specifications. A returned goods authorization (rga) number was issued for the return of the faulty exhalation valve for eval. As of (B)(6) 2015, carefusion has not received the exhalation valve.

Event description:
Field service was performing preventative maintenance, when he discovered that this unit would not return volumes. The issue was found to be the exhalation valve.

Manufacturer narrative:
Failure analysis (fa) lab received valve assembly, exhalation, vela. Fa inspected the part and installed it into known good vela unit. After installation, fa performed the exhalation valve characterization. After characterization, fa performed the leak test, unit passed test. Fa then performed the monitored volume test, unit passed test. After the testing, fa sent the part to production to have their tests performed. The unit passed all testing. Fa was unable to reproduce customer specified problem. The valve assembly, exhalation, vela was scrapped.